Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4290668 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd the following information was provided by the initial reporter: 12ga IV was removing and the tip broke off. Visual confirmation of the tip broken was observed. Provided orders for intervention, diagnostic testing. Doe: (B)(6) 2025. Pt harm: yes.

Manufacturer narrative:
Additional information added to b describe event or problem section.

Event description:
Customer response on 28-feb-2025. 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient had additional xrays and subsequent radiation exposure from incident. Pt has ultrasound as well. 2. As you reported that orders for intervention, diagnostic testing were requested, what were the results? Findings were negative for retained object in the right arm. No identification of retained shear.